Event description:
The customer reported 50 cubic centimeters of diluent leaked from the coulter lh 750 hematology analyzer onto the counter. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the vacuum chamber (vc26) overflowing through its vent line. The fse also observed the pressure tubing to vacuum chamber (vc16) had disconnected allowing the pressure to leak, which normally would have emptied the vacuum chamber (vc26). The fse reconnected the pressure tubing to vacuum chambers (vc16) and vacuum chambers (vc26) emptied correctly to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).